Event description:
It was reported that a device appeared to withhold therapy for fast vt. It was suspected that the vt was very small when viewed through the device. Device appeared to be sensing appropriately when checked. Device remains implanted.

Manufacturer narrative:
Report source: competitor.